Event description:
A customer contacted beckman coulter inc. (Bci) to report cap piercer leak on the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
Customer disabled cap piercer and is running and taking caps off. Field service engineer found no vacuum on cap piercer. Traced the vacuum line all way back to waste manifold was clear. Fse found joiner fitting to manifold clogged with red rubber from caps. Fse removed the fitting and cleaned, and checked manifold for cracks. None were noted.